Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 had failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from nearby station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failed. A field service engineer (fse) arrived at the station and found that drawer 3.1, row d was not on the bus. The fse reset the row cables on drawers 3.1 and 3.2, tracked the cables and internal pyxibus cable, and reset the cables on all five trays in the cube tray. A self-test was performed in the hardware test application (hta) and verified with no failures. The pharmacist technician then recovered and confirmed proper operation through the application, and customer verified proper operation through the hta self-test. The system functioned as intended after the field service engineer repaired the device.